Manufacturer narrative:
(B)(4). Baxter evaluated the device and found a failed motor with severed mount screws. It was determined that these failing parts caused the system error 105 alarms and have been replaced.

Event description:
During review of the event history log system error 105 was observed. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.